Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed premature battery depletion on the insertable cardiac monitor (icm). No intervention was reported, and the patient will continue to be monitored. The patient condition was stable.